Event description:
On 03/10/2004, the user facility's surgical services informed the MFR's rep of the following: tubing detached from the port. The site was swollen and reddish. Drugs not going to vein but it is leaking at subcutaneous tissue. Catheter was fractured, detached. Pieces still on hub. Locking mechanism in pocket.